Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation si complete.

Event description:
The event is reported as: complaint alleges that the packaged product was opened upon receipt. No pt injury reported.